Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient had instability and dislocated a few hours after the primary surgery. They couldn't get her reduced, so they took her into surgery to put in a higher offset femoral head.